Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted insulin leaking at the luer lock connection. The customer's blood glucose (bg) level was in the mid 200's range (mg/dl). The customer changed out the infusion set. Tandem technical support reminded the customer to always ensure that the luer lock connection is secure and connected properly.